Event description:
Reportedly, the instrument did not place properly formed staples in the middle of staple line. The surgeon then decided to transect out the tissue containing the malformed staples and applied an eea instrument to complete the anastomosis and case without further incident. Procedure: laparoscopic gastric bypass. Pt status: no pt injury reported.